Event description:
Caller reported that the indicated battery charge of the pump dropped by 60% in a short period. There was no adverse impact to the customer's blood glucose level. The issue, which occurred earlier in the day, did not result in an unexpected shutdown. Reportedly, the pump successfully charged to 100% after leaving the pump plugged into the power source.